Event description:
Clinician was applying electrotherapy treatment and the pt received a shock. The clinician reported that the pt was not injured. The treatment parameters indicated by the clinician was 4 pole interferential. No other treatment parameters was provided at the time of the reporting.

Manufacturer narrative:
Awaiting return and evaluation of the device.